Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker has shown chronic far field sensing on the right atrial (ra) lead channel. Programming options were discussed for this pacemaker. Several years afterwards, more information was received mentioning that far field noise is till present. Also, the p waves from the ra appear to be of low amplitude, causing atrial under sensing. Procedural and programming options were discussed for this patient. The pacemaker remains in service at this time. No adverse patient effects were reported.